Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign objects in the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over x years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. Based on the information obtained, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The event can be detected and/or prevented by following the instructions for use which state: detection methods: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿. Prevention method: instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.